Manufacturer narrative:
(B)(4)

Event description:
Covidien received information stating that during patient use, the ht70 ventilator experienced a &quot;disconnect circuit&quot; alarm. The circuit was replaced however the alarm continued. The ventilator did not stop cycling. The patient was removed from the ventilator and transferred to another ventilator. There were no negative patient consequences.